Event description:
Customer reported blood glucose results of 403 mg/dl, 287 mg/dl, 68 mg/dl, and 60 mg/dl within 10 minutes on the compact plus system. She also reported obtaining results of 408 mg/dl and 58 mg/dl within 10 minutes on the compact plus system at a separate time. Customer reported no symptoms, did not treat or act on results. No adverse event reported regarding these discrepancies. A request was made for the return of the system, replacement was sent.